Event description:
After treatment with voluma to the cheeks the patient presented with the right lower eye looking more tired and puffy. Three weeks later he patient was treated with juvederm ultra under the right eye. Additionally, a small lump under the right eye was treated with hyaluronidase. During further follow up with the healthcare professional, the patient has reported that the patient is still experiencing a lump under the right eye. The patient also reports the area under the lower lid of right eye as being sore and very bloodshot. Follow up is still in progress. (B) (4) approach to compliance is to resolve all doubt in favor or reporting.

Manufacturer narrative:
(B) (4).